Manufacturer narrative:
H3: upon review, there is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the underlying patient condition. Corrections: d1, d2a, d2b, d4, g4, h4

Manufacturer narrative:
Pending investigation. Concomitant medical device(s): (B)(4) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(4) 320-15-05 - eq rev locking screw. (B)(4) 320-20-00 - eq reverse torque defining screw kit. (B)(4) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(4) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(4) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(4) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(4) 320-31-36 - glenosphere, 36mm. (B)(4) 320-35-03 - small posterior augment glenoid plate, left. (B)(4) 320-36-03 - 36mm humeral liner +2.5mm unconstrained. (B)(4) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. (B)(4) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(4) 531-78-20 - shouldr gps hex pins kit. (B)(4) a10012 - gps implant kit v2.

Event description:
As reported, this 65 year old female patient had an initial right tsa on (B)(6) 2022. The patient was revised on (B)(6) 2023 due to dislocation. The initial dislocation was relocated on (B)(6) 2023, however, overnight the patient re-dislocated again. The plan initially was to upsize the humeral liner/tray, however, once open, when attempting to disengage the torque screw, the humeral stem became loose. A new 9mm stem was cemented in-situ and trialed off where a +5mm tray and +2.5 36mm constrained humeral liner was implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.